Manufacturer narrative:
Inspection of the device found no damages or defects that would contribute to an infection. The cause of the reported infection could not be determined. Inspection of the device found no damages or defects that would contribute to pain during insertion. The cause of the reported event could not be conclusively determined. No evidence of bleeding was observed on the returned device. Inspection of the device found no damages or defects that would cause bleeding.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 36 and 48 hours. The patient was taken to the emergency room and diagnosed with an infection. The patient experienced feeling pain. Redness and blue around the infusion site which was leaking puss. The patient was treated given antibiotics (clindamycin 300mg capsules) but when sent home the infection got worse so they went back to the hospital where they gave the patient an IV (intravenous) of antibiotics.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.